Event description:
On (B)(6) 2012, patient reported she went into a seizure as she pulled into a food place parking lot for food on (B)(6) 2012. Patient stated an ambulance was called and they tested her blood glucose level at 12 mg/dl. Patient reported she had eaten breakfast that day, played bingo, and then at noon was on her way to get lunch when she went down that low. Patient stated she ended up hitting her head against the window and falling out of the car with seizures. Patient reported she goes into seizures when she is too low and her blood glucose level is under 100 mg/dl. Patient stated she was in the hospital for a day or so. Patient reported she does not remember what the hospital did, just that they placed her on an IV with glucose. Patient stated her doctor put her on a competitor's infusion device so he could change her rates as needed in smaller increments. Requested return of the alleged infusion device for evaluation.